Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. The device was evaluated at a third-party service center. Initial inspection identified multiple issues, including missing rubber feet; damage to the keypad, base enclosure assembly, and top plate enclosure kit; and missing plastic on the rear enclosure assembly. Additionally, the enclosure seal kit required replacement due to changes in the rear enclosure, and the thtpol label required revision as it was obsolete. During functional testing, the device failed the pressure sensors calibration test. Investigation determined that the tubing length had been misassembled. The tubing was corrected, and the device was retested. Further inspection revealed a missing screw in the base and evidence of incorrect assembly. The device was subsequently reassembled and retested but failed the engineering debug log functional test. Device log files were successfully downloaded and reviewed. An informational error was identified, indicating a sequence file read operation failure; however, no critical errors were observed. The unit was retested and passed all testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of the pressure sensors calibration test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The DHR for this device will not be reviewed at this time. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.